Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image suggested event could not be concluded, although it can be presumed that the defect was caused due to corrosion at the circuit board in the scope connector. The root cause of the coating at the insertion section peeling off could not be concluded, although it can be presumed that the defect was caused due to physical stress. The no image event can be detected/prevented by handling device in accordance with the following instructions for use: "·operation manual _inspection of the endoscopic system_ inspection of the endoscopic image" "·reprocessing manual_ leakage testing of the endoscope caution: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." The coating at the insertion section peeling off event can be detected/prevented by handling device in accordance with the following instructions for use: "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due diligence was executed for this event with no response from the customer. Additional information has been received for the device evaluation. This supplemental report is being submitted to provide this information. Upon evaluation of the device, a complete loss of image function was observed along with the error code b30 message being displayed. Corrosion was detected on the plug unit print circuit board as well as on the main boar, and also on the cable. This is most likely the result of previous moisture ingress which is causing the electrical continuity issue. The possible factors causing electrical continuity issues by water invasion in the scope connector, are ethylene oxide (eto) cap is attached to the venting connector during the leakage test; attaching or detaching the leaker tester while the device is immersed in water. The customer leaker tester may be damaged. However, once the image was restored following a complementary test, the image appeared to be grainy. This is attributed to the charge couple device (ccd) sensor being defective, which may be caused by component wear or aging effects. The coating of the connecting tube was also found to be deteriorated for over 1 millimeter square area. Other observation for the device is deformation of bending tube with no metal braids are protruding.

Event description:
Addendum mar 7, 2023: upon evaluation of the device, a b30 scope communication error message was also received for the device. The coating of the connecting tube was also found to be deteriorated for over 1 millimeter square area. This medwatch is also being submitted for the reportable malfunction of the b30 error message and the connecting tube peeling for over 1 millimeter square area as observed in the device evaluation.

Event description:
As reported for this event by the customer, the device yielded no image. Also, the distal end of the device was pinched. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to debris or corrosion on the electrical contacts of the video connector of the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.